Event description:
Patient reported "deflation" diagnosed via MRI. Later, healthcare professional reported "deflation" of a non-(B)(6) device. This record is for the right side. The device remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).